Manufacturer narrative:
Device lot number is not etched on the returned part. Without lot number, device history records review could not be completed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the double drill guide (part number 312.460, lot number unknown). The subject device was returned with the complaint condition stating the one sleeve is broken off. The complaint is confirmed. No lot number or binary number is visible on the device. It is likely that the complained article is more than 15 years old. The device history record review could not be performed as the article is older than 15 years. Based on the received information we can not determine the exact root cause. The most probable root cause is a mechanical overload situation during the application of the doubledrillguide could lead to the breakage of the sleeve. Considering the age of this article it is possible that normal wear and tear in combination with the mentioned torsional forces caused this breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Telephone number (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that the 4.5mm/3.2mm double drill sleeve has loosened from handle. The issue was detected during cleaning process. No patient involvement. This is report number 1 of 1 for complaint (B)(4).